Manufacturer narrative:
The review of the images: crrs 3: the sample was non reactive with cells 1-3, positive control was 4+. Well images with cells 1 and 3 appeared negative with tight buttons and no adherence. Well image of cell 2, displayed a weak positive reaction with fuzzy button and a small of amount adherence. Cell 2 is e+e-. The customer did not return product or sample for further serological testing.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready-screen 3 (crrs 3) on the echo. The patient has a known anti-e. The sample was re-tested on the echo and resulted positive (4+).